Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent lead revision procedure due to an unknown reason. The patient was doing well postoperatively. Explanted device was not returned.

Event description:
It was reported that the patient underwent lead revision procedure due to an unknown reason. The patient was doing well postoperatively. Explanted device was not returned. Additional information was received indicating that the lead was cut during an implantable pulse generator (ipg) upgrade procedure. During the procedure, the paddle lead was found to be adhered within the device ports and could not be safely removed as intended. In order to complete the ipg exchange, the lead was cut, and the patient was subsequently referred for a paddle lead revision.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent lead revision procedure due to an unknown reason. The patient was doing well postoperatively. Explanted device was not returned. Additional information was received indicating that the lead was cut during an implantable pulse generator (ipg) upgrade procedure. During the procedure, the paddle lead was found to be adhered within the device ports and could not be safely removed as intended. In order to complete the ipg exchange, the lead was cut, and the patient was subsequently referred for a paddle lead revision.